Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that part of the tube markings were erased and illegible. Tape was wound around the tube; therefore, it was possible that the tape cause the markings to become illegible. Five representative samples were then taken from production at the manufacturing facility and testing was conducted to determine the effects of chemicals towards the tube markings. It was determined that the application of mek and mk72 could completely remove the tube markings. The defect reported in the complaint was detected after 7-10 days of use, and the marking was legible prior to intubation, which eliminates the possibility of using mek and mk72 as these chemicals are used during manufacturing and would be detected prior to intubation. The lot number of the actual sample was unknown; however, the customer reported three potential lot numbers. A device history record (DHR) review was performed on the potential lot numbers and there were no issues found that could relate to the reported complaint. A conclusion code could not be found as the complaint of "marking erased during use" was confirmed; however, a root cause could not be established. It is not known why the markings were erased.

Event description:
Customer complaint reports the markings on the tube became illegible. "Quickly (7 to 10 days) the numbers and the landmarks on the tube started to erase, making the reading very very difficult (continued) and it was almost impossible to be precise to aspire at the right landmark." Clinical consequences reported: "it's difficult to monitor the aspiration with no mark and getting down at the right landmark. There is difficulty to monitor that the tube goes at the right place in the trachea. A little landmark was made with "tarpal" and put on the tube to use it as a landmark." No patient harm reported.

Manufacturer narrative:
Qn#(B)(4).

Event description:
Customer complaint reports the markings on the tube became illegible. "Quickly (7 to 10 days) the numbers and the landmarks on the tube started to erase, making the reading very very difficult (continued) and it was almost impossible to be precise to aspire at the right landmark." Clinical consequences reported: "it's difficult to monitor the aspiration with no mark and getting down at the right landmark. There is difficulty to monitor that the tube goes at the right place in the trachea. A little landmark was made with "tarpal" and put on the tube to use it as a landmark." No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). The sample was not returned for evaluation; therefore, five representative samples were taken from current production at the manufac turing facility. A visual exam was performed and it was observed that all the markings were legible. Testing was also conducted to determine the effects of chemicals towards the tube markings. It was determined that the application of mek and mk72 could completely remove the tube markings. The defect reported in the complaint was detected after 7-10 days of use, and the marking was legible prior to intubation, which eliminates the possibility of using mek and mk72 as these chemicals are used during manufacturing and would be detected prior to intubation. The lot number of the actual sample was unknown; however, the customer reported three potential lot numbers. A device history record (DHR) review was performed on the potential lot numbers and there were no issues found that could relate to the reported complaint. Without the device to evaluate the complaint could not be confirmed. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reports the markings on the tube became illegible. "Quickly (7 to 10 days) the numbers and the landmarks on the tube started to erase, making the reading very very difficult (continued) and it was almost impossible to be precise to aspire at the right landmark." Clinical consequences reported: "it's difficult to monitor the aspiration with no mark and getting down at the right landmark. There is difficulty to monitor that the tube goes at the right place in the trachea. A little landmark was made with "tarpal" and put on the tube to use it as a landmark." No patient harm reported.

Manufacturer narrative:
(B)(4). Customer reported the device was still in use at this time.

Event description:
Customer complaint reports the markings on the tube became illegible. "Quickly (7 to 10 days) the numbers and the landmarks on the tube started to erase, making the reading very very difficult (continued) and it was almost impossible to be precise to aspire at the right landmark." Clinical consequences reported: "it's difficult to monitor the aspiration with no mark and getting down at the right landmark. There is difficulty to monitor that the tube goes at the right place in the trachea. A little landmark was made with "tarpal" and put on the tube to use it as a landmark." No patient harm reported.